Event description:
On 11/25/2025, a sales representative reported via email that five ar-3636 knotless 1.8 fibertak soft anchors from the same lot experienced failure of the knotless mechanism during use. This was discovered during a procedure. Additional information was received on 12/03/2025: on (B)(6) 2025, during a labral repair procedure, multiple anchors were fully inserted; however, the knotless mechanism failed to convert on all of them. Breakage occurred at the suture/anchor bodies during attempts to convert. All fragments were retrieved. The case experienced a delay, but no additional anesthesia was administered. Bone quality was assessed as fine. No adverse effects were reported, and no photos are available for this event. *additional information was requested on december 9, 2025, regarding the number of failures during the (B)(6) 2025, procedure, as well as the new reported procedure on (B)(6) 2025, that was entered into case (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.